Manufacturer narrative:
A philips remote service engineer (rse) advised the customer to restart the ec40 box. After the restart, the error message disappeared, and alarms were also transmitted. Based on the information available and the testing conducted, the cause of the reported problem is unknown. As the restart resolved the issue, the cause was unable to be traced to one thing and is unknown. The reported problem was confirmed. The device was operational after performing the restart.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the monitor did not transmit ECG or alarms to the monitor control panel. The customer explained that everything was okay on the bed side and also alarms, but there was an error at the control center "no dataib hub". The bed-to-bed communication worked perfectly. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Updated product information from mx800 to patient information center ix, because the pic ix was providing the error message, and there was no issue with the monitor.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e reporting institution phone #: (B)(6), section e reporter phone #:(B)(6).

Event description:
The customer reported the monitor does not transmit any alarms to central monitoring station. It is unknown if the device was in use at time of event, and there was no adverse event reported.